Event description:
It was reported that the flexi-cut balloon was prepped normally. After the first inflation of the device, before cutting with the blade, there was a deplacement of the flexi-cut proximal to the lesion (lad ostial). It was impossible to deflate the balloon, so the device was withdrawn into the guiding catheter. No pt injury was reported.